Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman access system (was) without the dilator and blood in the device. The device was visually and microscopically inspected. Inspection of the hub, sheath, and tip revealed that the sheath had kinks at 3cm and 37cm proximal of the tip. The distal end of the sheath was flattened, and the tip was also flattened/squished. There was no dilator returned with the device. No other damage or defects were found. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. It was noted that the was sheath was kinked when the physician recaptured the wds. There was no damage or patient complications.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. It was noted that the was sheath was kinked when the physician recaptured the wds. There was no damage or patient complications.